Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effect of restenosis is listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, after pre-dilatation was performed, a xience prime 2.5 x 38 mm stent was implanted in the mid left anterior descending artery (lad) at 8 atmospheres (atm). Post-dilatation was performed with an unspecified 2.5 x 8 mm balloon at 8atm. On (B)(6) 2013, restenosis of the xience prime stent was noted. Treatment was performed by implanting an unspecified drug-eluting stent (des). No adverse patient sequela was reported. No additional information was provided.